Event description:
Post lasik surgery with monovision performed at (B)(6) eye care (B)(6). Female (B)(6) pt. Surgical date was (B)(6) 2019. Reported eye swelling in both eyes but pronounced in right "away" eye multiple times since surgery date on (B)(6) 2019. Severe pain and "burning" sensation present in both eyes for several months now and rapidly much worse recently. Complained of light sensitivity, swelling eye lid, redness, and "scratchy" sensation in both eyes. Vision was 20/20 in both but not stable. Was using "artificial tears" (B)(6) generic brand eye drops since week 3 out from surgery. Applied artificial tears at least a couple times an hour. Dr (B)(6) plugged eye duct drains and prescribed steroid today after diagnosing "severely dry eyes" ((B)(6) 2019). Pt never had dry eye symptoms prior to lasik. FDA safety report ID# (B)(4).